Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced a clot. Once the clot was identified additional heparin was given and the thrombus was successfully aspirated from the sheath. The procedure was then completed with the original device without further complications. The patient is considered fully recovered. The sheath is not expected to be returned as it was discarded at the end of the procedure.